Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "system error 110 during pumping" was not reproduced. The event history log (ehl) review was performed and revealed events of "system error 110!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was undetermined however, I/o pcb will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had system error 110 "pic counts per cam error¿. This occurred during pumping. There was no report of patient injury or medical intervention associated with this event. No additional information is available.